Event description:
Customer reported that a cap sample, (B)(4), failed to react with mcd114b. Customer incubated for 5 minutes. Customer reported that the qc testing of mcd114b yielded acceptable results with the positive and negative controls. There were no other reported discrepancies with the reagent.

Manufacturer narrative:
Ocd performed retained testing and a batch review. Satisfactory results were observed. (B)(4).